Event description:
Patient was revised to address pain. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown. It was reported to have occurred approximately 15 years ago. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.